Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 5ml emerald bns experienced a failure to contain blood/medication, and product damage/deformation which was noted during use. The following information was provided by the initial reporter: when pushing the device, there was a blood leakage leading to splatter on the hcw and the ceiling.

Manufacturer narrative:
H.6. Investigation: bd has not been provided with photos or sample for catalog 303127, lot 8059735, to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. DHR showed no indication of the alleged defect.

Event description:
It was reported that an unspecified number of syringe 5ml emerald bns experienced a failure to contain blood/medication, and product damage/deformation which was noted during use. The following information was provided by the initial reporter: when pushing the device, there was a blood leakage leading to splatter on the hcw and the ceiling.